Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Review of the receiving inspection records confirmed that the associated device met all requirements for release. The reported event was confirmed through internal visual inspection and functional testing. Analysis of the device revealed that the device passed visual inspection but failed functional testing due to an intermittent contact at the connector side, most likely due to a poor soldering during assembly of the connector. As a result, the reported event was confirmed. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Supplier has opened an internal investigation on soldering and wire tinning in (B)(6) battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient disconnected the ac adapter from the controller port 2. The power did not switch to the battery on port 1 and as a result, there was a vad stop with high alarm. The battery was replaced. There was no impact to the patient.